Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has had a history of appropriate and inappropriate therapy. The device has depleted 70% battery over approximately a year and a half. Device analysis was performed which indicated premature battery depletion. Replacement was recommended, however the device is still currently in service. No adverse events at this time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in battery longevity. The remote monitoring system showed the remaining longevity was 15% at the transmission on (B)(6) 2019. In the (B)(6) 2018 transmission the remaining longevity was 85%. It was noted the patient had a history of appropriate and inappropriate therapy, so device data was submitted to technical services for review. Analysis confirmed the device was depleting prematurely and replacement was recommended. It was later reported that the patient was currently in thailand and did not wish to return to the united states for a replacement procedure and a local boston scientific representative was contacted to facilitate the change out. The device remains implanted, with no adverse patient effects reported. The device was explanted and replaced about seven weeks later. No adverse patient effects were reported outside of the additional surgical procedure to replace the device. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. A product advisory communication was delivered to physicians in august 2019 regarding a subset of emblem family devices that experienced an increased rate of premature battery depletion due to this low voltage capacitor behavior. This device is not included in the s-ICD battery depletion advisory population.